Manufacturer narrative:
Securing mechanism deformation was confirmed via visual inspection. Functional inspection not performed because the event is unrelated to the function of the device dimensional inspection not performed because there is no indication the event was related to dimensions of the device. Material analysis was not performed as there is no indication the event was related to the material properties of the device. The screws backing out of the plate was the cause of the spring deformation. Complaint history review for similar events and device history records were reviewed and no relevant manufacturing issues nor similar events were identified. It was reported that during the primary surgery, the screws were below the spring bar and the plates locking mechanism was in the locked position. The patient¿s bone quality and post-operative activity are unknown. It is not known if the patient fused. The potential root causes include: poor surgical candidate or bone quality. Excessive post-op activity by patient (not recommended by surgeon). Patient does not follow surgeon instructions. Patient over exerts.

Event description:
It was reported that the patient was scheduled for 1 level acdf revision procedure due to degenerative disc disease. Right before the procedure, x-ray review revealed that locking ring of the plate from previous surgery has deformed. Therefore, the surgeon replaced the plate and screws during revision surgery and this resulted in 30 minutes surgical delay.

Event description:
It was reported that the patient was scheduled for 1 level acdf revision procedure due to degenerative disc disease. Right before the procedure, x-ray review revealed that locking ring of the plate from previous surgery has deformed. Therefore, the surgeon replaced the plate and screws during revision surgery and this resulted in 30 minutes surgical delay.